Event description:
When the device was used during a colectomy, the staples did not form properly. The hosp staff states the cartridge was misaligned during the removal of the staple retainer cap. The case was completed using sutures. There was no pt consequence.